Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) that was implanted for non-malignant pain. It was reported that the reason for the call is because he needs to make an appointment to reprogram his stimulator because the programming he has now goes too much through his legs and it gets worse when he sits down. Patient is also not getting coverage to his lower back. Patient indicated baseline pain is low back and left leg. Patient already changed between groups a and b but this did not resolve the issue. Patient indicated he already tried increasing amplitude which made the uncomfortable stimulation in his legs worse. Recommended the patient decrease amplitude so that he is not getting too much stimulation in his legs; how to check if patient has multiple programs in groups a and b but he only has one program in each group. There was no further troubleshooting that could be done during the call. Patient confirmed that post-operative programming was done. Patient was redirected to their hcp. No further complications were reported/anticipated.